Event description:
It was reported that the device was not sensing or capturing. X-rays revealed lead dislodgement. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.